Event description:
It was reported through an insurance co that allegedly a pt was injured during transfer with a lifter from wheelchair to bed. Injuries are unknown. Unable at this time, to determine if product is manufactured by sunrise medical.